Event description:
I used the icy hot heat therapy patch on the night in 2008, on my right leg calf area. Early the next morning, I woke up to the area being extremely sore and when I removed the patch, I was shocked to see my skin on the patch. My skin was red and pink with what looked like blood specks and I was afraid to touch it. Just having the area of raw skin exposed to the air was very painful, so I covered it with non-adhesive gauze. I made an appointment to see my doctor the very next day. My doctor took a picture and cleaned the area and covered it with gauze. I told my doctor I was afraid of contracting any type of bacteria, especially when you hear and read about mrsa - the "super bug." I've had follow-up visits to have my doctor check on my healing process. Nowadays, I'm very self-conscious about what I wear due to permanent scaring from the injury. Dose or amount: 1 patch. Dates of use: 2008. Diagnosis or reason for use: sore muscles.